Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2012-01791, 2134265-2012-01790 and 2134265-2012-01792. It was reported that post a stenting treatment procedure, patient death occurred. The first 99% stenosed and 84mm long target lesion was located in the mid and distal right coronary artery (rca) with a reference vessel diameter of 3.0mm. The first target lesion was treated with pre-dilation and placement of a 2.5x28mm taxus liberte stent, a 2.5x32mm taxus liberte stent and a 2.75x32mm taxus liberte stent; resulting in 0% residual stenosis and timi iii flow following post-dilation. The second 70% stenosed and 18mm long target lesion was located in the proximal rca with a reference vessel diameter of 3.25mm. The second target lesion was treated with direct stent placement using a 3.5x32mm taxus liberte stent, resulting in 0% residual stenosis and timi iii flow following post-dilation. (B)(6) - the patient passed due to an unknown cause.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).